Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings:. No defect was found. There was no evidence of any time and date changes or loss in the black box. Pump was exercised for 120 hrs. On a 1 unit per hour basal program. There was no gain or loss of time. The pump was powered down, after one hour pump was powered up and there was no gain or loss of time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue: reports that she has had the pump date change to a date in the past, cannot recall but thinks it was 2009. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.